Event description:
Patient's wife stated in the summer that 10 v-go's fell off of the patient while patient was working in the sun and sweats a lot (excessive sweating). Patient's wife stated she did not know how long patient had worn them before they fell off and the last time it happened was in (B)(6) 2019.